Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test and displacement test. Unit successfully downloaded to thump. No pump error 68, 49 or 24 alarms noted during testing. However, the formatted history file confirmed the pump alarmed pump error 68 on 06/25/2025 18:35:00.000, pump error 24 on 06/25/2025 18:26:00.000, and pump error 49 on 06/25/2025 18:35:00.000 due to moisture damage to the pcb1 and pcb2 board as per global logic analysis. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked battery tube threads, stained keypad overlay, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Confirmed pump error 68, 49, and 24 in the pump history download, problem due to moisture damage to the electronic assemblies. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 24 (this alarm is generated when a power failure is detected). The customer received pump error 49 (history pointers failed. The history pointers are corrupted). The customer received pump error 68 (trace pointers are invalid). The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed for the pump error 24, and the error table indicated that the pump should be replaced due to the recurrence of the error or the pump failed self-test. Troubleshooting was not performed for the pump error alarms. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1880l was requested, and the customer's response was that the device would be returned.